Manufacturer narrative:
Reported potential lot #: 60357851 or 60369370. Initial reporter address: (B)(6). The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an em2400 valve set leaked. During filling, sodium chloride ¿was exhausted sooner than expected¿. Upon further inspection, a leak was noted ¿at port 7¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: potential lot number 60357851 was manufactured between 30mar2022 and 31mar2022 . Potential lot number 60369370 was manufactured between 23may2022 and 24may2022. H10: a batch review was conducted on the two potential lots provided and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.